Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the yaw pulley ear, proximal clevis and grip cable to be broken. Engineering concluded the damage was likely due to excessive force applied to the hook. No other damage was found.

Event description:
It was reported that during a da vinci si myomectomy procedure, while using the permanent cautery hook instrument, the yellow plastic piece on the side of the hook broke and fell off into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient injury, harm or adverse event was reported.